Manufacturer narrative:
Investigation summary: thrombosis: the cause of the injury was not determined due to insufficient clinical details. High or saturated pump flow: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via right femoral artery in a 73 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support with the cp for the coronary angioplasty procedure. It was reported anticoagulation level was unreliable during procedure and cangrelor was requested. As cangrelor was being started, the cp waveforms became saturated with inversion of the ps and lv with flows showing >4l/min. The pump was removed upon stop and thrombus noted within the cannula upon removal. Thrombus is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.